Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels during a check-up. Reimplantation is being considered.

Event description:
In situ testing showed affected channels during a check-up. The user was reimplanted on (B)(6), 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition in situ measurements already showed two channels involved in a short circuit before the suspected external impact due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition in situ measurements already showed two channels involved in a short circuit before the suspected external impact due to undetermined reasons. However, a device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels during a check-up. The clinic decided to proceed with re-implantation surgery but the date has not been scheduled yet, imaging will be performed as well.